Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni event description: [translation] description of the facts: obturator of the trocar bent, cannot perforate the wall. Change of trocar. Additional information received from an applied medical rep via customer via email on 27feb25: tm confirmed they are not able to retrieve additional information from customer. Intervention: changed trocar patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a bent obturator tip. Tip fragmentation was observed which was not reported by the complainant. The clear fragment was identified to be part of the obturator tip. Based on the condition of the returned unit, it is likely the obturator tip bent as a result of insertion force. It is likely that the tip fragmentation occurred after the obturator tip bent, however, the root cause of the fragmentation could not be determined. Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: [translation] description of the facts: obturator of the trocar bent, cannot perforate the wall. Change of trocar. Additional information received from an applied medical rep via customer via email on 27feb25: tm confirmed they are not able to retrieve additional information from customer. Intervention: changed trocar. Patient status: no patient injury or illness was reported.